Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery procedure on (B)(6) 2019 and barbed suture was used. The fixation tab was broken during continuous suturing. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/25/2020. A manufacturing record evaluation was performed for the finished device qamquj batch number, and no non-conformances were identified. Additional h-3 summary: an empty opened foil, an empty labeled winding former and a used needle/suture of the product were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, body fluids were observed along of the strand, some barbs present damaged and the fixation tab was broken of two side. According to visual inspection of the sample received, the assignable cause of the performance fixation feature breakage intra-op was caused by an improper handling. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Representative samples: an empty opened box and ten unopened samples of the product were received for evaluation. During the visual inspection of ten samples, no defects were observed on package, the samples were opened, and the swage and attachment area were noted to be as expected, the strands were dispensed and in all the fixation tab was present. According to visual inspection of the samples received, no performance fixation feature breakage was noted . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.